Event description:
Customer reports to have received excessive no delivery alarms which have caused high blood glucose of 420 mg/dl and 500 mg/dl which were treated with manual injections. Customer's blood glucose at the time of call was 186 mg/dl. After troubleshooting for no delivery, customer was advised that insulin pump was working as designed. Customer was directed to medtronic website to look at different infusion sets and for other resources. Customer was also advised to monitor pump and to consult healthcare professional regarding infusion sets. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).